Manufacturer narrative:
Based on the current information, the root cause of the operative complication cannot be determined. However, use error appears to have been a contributing factor to the reported injury considering the surgeon manipulated the mcs instrument while the instrument was not in view. Isi has requested the mcs instrument for failure analysis investigation; however, the surgeon confirmed the mcs instrument would not be returned to isi for evaluation as there was no allegation of malfunction of the mcs instrument or the system. Additionally, patient anatomy may have also been a contributing factor to the event since the surgeon explained that torqueing the bulky 13cm uterus was a possible cause. If additional information is received, a follow-up MDR will be submitted. Per instruments and accessories user manual, the following general precaution of intra-operative use of instruments is noted: "warning: do not manipulate instruments that are outside of the field of view. This may damage the instruments or injure tissue inside or outside the field of view." The site's system logs were reviewed for the reported procedure date. Investigation revealed no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video recordings are available for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the surgeon manipulated the mcs instrument while the instrument was out of view. As a result, the mcs instrument cut into the patient's side wall. The procedure was converted to traditional laparoscopic surgery and the surgeon removed the mcs instrument from the patient side wall. An estimated blood loss of 300ml was observed from an unspecified vessel branch that self-resolved without any repair. However, the patient had an extended overnight hospital stay for observation. The surgeon confirmed that a da vinci system or instrument malfunction did not cause the reported injury.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon lost sight of the monopolar curved scissors (mcs) instrument and while manipulating the mcs instrument, the instrument cut into the patient's side wall. The surgeon converted to a traditional laparoscopic procedure and removed the mcs instrument from the patient side wall. The patient is reported to be recovering well. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: during the final phase of the procedure and while trying to perform a colpotomy, the mcs instrument was out of the surgeon's field of view. She stated that torqueing the bulky 13 cm uterus could have caused the issue. Up to the base of the jaws of the mcs instrument was embedded in the right pelvic side wall. Initially, there was no bleeding observed. Since it was during colpotomy, there was some loss of pneumoperitoneum. Once the surgical staff regained pneumoperitoneum, they observed bleeding, and the hematoma expanded. As a result, a vascular surgeon was called into the operating room (or). The surgical staff undocked the robot with the mcs instrument in place and converted to a traditional laparoscopic procedure. An angiogram was performed and the bleeding source was identified. The source of bleeding was from an unspecified vessel branch. The surgeon stated that the bleeder self-coagulated and required no repair. The patient lost an estimated blood loss of 300ml and the patient's hemoglobin (hb) dropped from 11 to 9.4mgs. Hence, one unit of blood was transfused. The vascular surgeon admitted the patient to the intensive care unit (ICU) overnight for observation of any post-operative bleeding. The patient was stable and discharged the following day. The surgeon explained that the standard protocol would have been a same-day discharge. The patient is reported to be recovering well with no post-operative complications. The mcs instrument will not be returned to isi for evaluation as there was no issue with the system or the instruments. There is no video recording available for review. The surgeon said she had her senior attending surgeon and a medical student scrubbed in. This procedure is the surgeon's 12th robotic procedure and is new to da vinci. The patient was on anticoagulant treatment for deep vein thrombosis. She was off her anticoagulant treatment for a month before the procedure and is back on her treatment.